Event description:
It was reported that during procedure when t1 deployed the surgeon felt interference, the click noise was not usual. Then t2 implant would not deploy when the knob was pressed. T2 was floating in joint but both ts were removed from patient. No needle deformation was found. No patient injury was reported.

Manufacturer narrative:
Visual inspection shows that the device is in fairly good condition. The delivery needle is very slightly twisted at the distal tip. There were no t¿s returned. There was no suture returned. The depth limiter is creased near the needle tip. This is consistent with difficulty in reaching desired location to anchor. The deployment mechanism cycles and actuates as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted.